Event description:
It was further stated that the company representative planned to work with the patient and the physician on replacement. It was noted that there were communication issues so the representative did not have details on how the device reached overdischarge or eos.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n294897, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The ¿call your doctor¿ icon was displayed and the device was at end of service (eos). The patient was informed the stimulator had depleted and would need surgery to replace. The patient was not clear if the device had ever been overdischarged. The patient was redirected to his physician to get further information as to why the battery depleted. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.